Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying inaccurate readings between the sensor and blood glucose levels. The customer's blood glucose was 117 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was unable to troubleshoot because the phone line was disconnected. The customer returned the product for analysis.